Event description:
The company was informed that the patient was explanted due to infection. The patient reportedly had several falls resulting in numerous other mild injuries to her scalp. The patient's device was explanted. There are currently no plans for reimplantation.